Event description:
Mac two-lumen central venous access kit with integral hemostasis valve -r- subclavian cordis was being placed at the bedside. During procedure the catheter was placed over the guide wire and in an attempt to pull the guide wire out of the pt the guide wire sheared off and was unable to be removed.